Event description:
On 29/jun/2026 a peritoneal dialysis registered nurse (pdrn) reported to fresenius that the patient was admitted to the hospital due to a bowel perforation. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn) via email on 15/jul/2026. The patient was admitted to the hospital on (B)(6) 2026 due to abdominal pain, nausea, and fever. The patient was diagnosed with peritonitis related to diverticulitis. The patient was not in active treatment at the time of admission. The hospitalization was not related to any fresenius device(s) or product(s) and/or their dialysis therapy. The patient was transitioned to in-center hemodialysis (hd). The patient was discharged on (B)(6) 2026. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilizing the liberty cycler set and the patient event of peritonitis related to diverticulitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The patient¿s peritonitis was related to diverticulitis. ¿diverticulitis is an inflammatory condition of the colon that is thought to be caused by perforation of one of the individual sacs. Complicated diverticulitis occurs when secondary complications results after an attack of diverticulitis, and these complications include abscess formation and perforation of the colon with peritonitis. Based on the provided information and no allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event as it was not related to dialysis treatment and was the result of the patient¿s comorbid condition of diverticulitis.